Event description:
Cardiac cath performed showing a 99% stenosis in the left anterior descending artery. Proceeded with balloon angioplasty and stenting of the artery. A 2.5 x 15 mm crosssail balloon used to predilate the lesion - a 3.0 x 28mm taxus stent was deployed - at 10 atmospheres the pt fibrillated. Several attempts to deflate the balloon were unsuccessful. Add'l attempts to place the stent in the proper location were attempted but were unsuccessful. Pt to operating room for CABG.